Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed the lead did not fracture.

Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg, implanted: (B)(6) 2017. 3889-33 urinary lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they feel like their lead may be fractured. The lead remains in use. No patient complications have been reported as a result of this event.